Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected: no defects noted. The valve was tested for programming and passed. The valve was flushed; no occlusion found. The valve was leak and reflux tested without issue. The catheter was irrigated; no occlusion found. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve could not be programmed after implantation and the device was revised. The valve was implanted to the patient; however, the date of implant and initial setting are unknown. It was reported that the valve was not able to change the pressures setting, therefore, the revision surgery was performed on (B)(6) 2018. No further information was provided by hospital.